Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor reported that the patient developed a red bumpy rash on his back under the left back therapy electrodes. The patient reported that the garment would rub against the irritation and would cause the bumps to bleed. It was reported that the patient removes the lifevest for about an hour a day to allow the skin to breath. The patient's medical outcome is unknown, as follow-up attempts were unsuccessful.